Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was out of power and the customer off the device for a few weeks. Customer's blood glucose was 98 mg/dl. Customer was hospitalized. Customer's blood glucose at time of hospitalization was 49 mg/dl. Customer was not wearing the device at time of hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.